Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states the receiver ceased to function. The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding no data in the investigation window. Receiver functional test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The charger was evaluated. An external visual inspection was performed and passed. A charger load test was performed and passed. The usb cable was evaluated. An external visual inspection was performed and passed. A usb cable load test was performed and failed due to cable does not fit properly on the usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.